Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the meter was displaying an unknown error message. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) (B)(4), alleging the meter was displaying an unknown error message. This complaint was classified using the customer care advocate (cca) documentation. The user manual indicated that the customer should retest after an error message has occurred. The patient was able to successfully test after the alleged issue occurred. At the time of troubleshooting the cca determined the patient had combined strips from more than 1 vial therefore there was improper storage of the subject test strips. The patient did not report any blood glucose readings, symptoms or treatment which suggest an acute complication of diabetes occurred. In addition there is no indication the subject meter malfunctioned. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.